Event description:
It was reported that a patient underwent a robotic prostatectomy procedure on (B)(6) 2010 and absorbable suture clips were used. Ten days postoperatively, the patient passed a clip through his urethra. The patient had a considerable amount of pain at this time. On (B)(6) 2010, the patient discovered another clip lodged in his urethra. The patient was operated on to remove the clip on (B)(6) 2010. Currently, the patient is doing fine.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.